Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of up to 500 (mg/dl). Reportedly, customer believes that they may have accidentally disconnected the tubing from the infusion site but was unsure. Customer administered a bolus and programmed an increased temporary basal insulin rate to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.